Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood level of 340 mg/dl. The customer stated that she had changed her infusion set the morning of the event and then again right before she was hospitalized. The customer also stated that she uses a mio infusion set and that she changes it every two to three days. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.